Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips to report that their mp90 bedside monitor and the associated/connected multimesurement server (mms) were showing spo2 dropouts. After approximately two minutes, the spo2 signal would flatline, with the customer unable to get the signal back again. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.